Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date was (B)(6) 2016 and that the x-ray revealing the three broken screw heads was taken on (B)(6) 2016. The revision surgery took place on (B)(6) 2017 in which a 2nd plate and an unknown number of screws were added to the medial side of the left front leg. The original plate was placed on the lateral side and remains intact. The three broken screw heads were easily removed and the shafts remain embedded. It is not known if there was an attempt to remove the shafts or if additional screws were added to the plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported an owner felt their dog was in pain after the initial procedure so x-rays were taken and showed the broken screws. A revision surgery was planned where the surgeon was planning on using either circlage pins and wire to tighten the plate to the bone or a clamp rod and internal fixation. It is unknown if the revision procedure has occurred, but it was possibly scheduled for (B)(6) 2017. The provided x-rays were reviewed by the manufacturer and it was noted that the screw breakage could be confirmed.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for two unknown 3.5mm cortex screws. Part and lot numbers were not provided by reporter. A revision surgery was planned. Date is unknown. Therapy date is unknown. All devices associated with veterinary complaints are assessed as product malfunctions only, regardless of the incident, per FDA guidelines. As such, (B)(4) was captured. However, the reporter did indicate a revision surgery was planned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a veterinary patient had a plate and nine screws implanted on an unknown date. A postoperative x-ray taken on unknown date revealed that one 3.5mm locking and two 3.5mm cortex screw heads broke off from the plate. A revision surgery was planned, date and outcome are unknown. Concomitant device reported: plate (part #unknown, lot #unknown, quantity 1). This report is for two unknown 3.5mm cortex screws. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
The broken screw heads were easily removed, however the shafts remain embedded. It is unknown if there was an attempt to remove the shafts, as such explant date is not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.